Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: fiber breakage, objective frame dents on edge and video connector was cracked on the sides. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the subject device had minor fiber breakage, dents on edge, and the video connector was cracked on the sides. There was no patient involvement.